Event description:
It was reported to philips that the ac power module has failed. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty ac power module. Based on the conclusion of the investigation, it was determined that this was a malfunction of the ac power module. The ac power module was replaced and the device passed all testing. The device remains at the customer site. No further investigation or action is warranted.